Event description:
New information received notes at follow up, low impedance was observed. In the days following, the impedance values were normal however physician elected to cap the lead.

Event description:
It was reported during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.